Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during a procedure in the right iliac with mild calcification and 75% stenosis, the fox plus was delivered for pre-dilatation. During the first inflation, the balloon ruptured at 9 atm. The device was removed as a single unit and another fox plus, smaller size was used to complete pre-dilatation. A non-abbott stent was deployed and a third fox plus was used for post dilatation. Reportedly, no resistance was felt during the procedure. The patient did not experience any adverse sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.